Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient previously receiving an unknown intrathecal medication via an implantable infusion pump. The reason for call was the hcp requested the pump off code stating the pump would be explanted in the future, but due to the patient¿s lack of reaching efficacy (patient had efficacy for a while to begin with but the hcp did not know when the efficacy stopped) they were programming the pump to off state on the date of this report. It was further reported there had been saline in the pump reservoir for almost a year ((B)(4) 2019) was when it was first filled with saline. Troubleshooting was unable to be performed as the patient and hcp had already decided the patient did not want the drug infusion system any longer. The pump off code was provided and the hcp was instructed on how to program the pump to off state.